Event description:
Patient reports having had an issue with one cassette on saturday ((B)(6) 2022) which triggered pump alarm for no disposable, but pt was able to fix issue by moving the inner tubing of the cassette. Pt confirms this was a cassette issue, not a pump issue, as pt thinks the tubing that extends out of the cassette (not the extension tubing) was pinched. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a back up product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.